Event description:
When contacted for follow up information, the healthcare professional (hcp) reported that the cause of the event was due to irritation and swelling in the ins area. It was noted that there was no fault with the device. On (B)(6) 2013, the ins was relocated to the left hip area with the result that it was much more comfortable for the patient and that device therapy was working well. No hospitalization was required for the event.

Event description:
It was reported that a coupling problem existed. It was noted that the patient had no coupling and needed assistance with charging her implantable neurostimulator (ins). It was noted that the patient¿s right leg was hurting and that her battery was gone. The reporter stated that it was time for it to be charged. It was noted that there were bandages present over the pocket site. It was noted that the patient had surgery one week prior to report to move ins down. It was noted that the patient said that this was her first time recharging her ins since she got it revised. It was noted that the ins was revised because it was located right at her waistline and it was irritating everything. It was noted that it even irritated her to charge her ins. Additional information received reported that the patient was unable to get any coupling boxes. It was noted that the patient had surgery a week ago a day prior to report. It was noted that the patient did used the antenna locate feature and the patient was able to get 2 coupling bars. Additional information received reported that the patient did not have concerns with their device or therapy. It was noted that the patient received assistance from their doctor and their concerns were resolved. It was noted that the patient had their appointment on (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3998, lot# va005le, implanted: (B)(6) 2012, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).